Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip opening while establishing final arm angel. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opened while locked when establishing final arm angle/efaa it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted flail. The first clip was deployed without issue. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the clip opened while locked when establishing final arm angle/efaa. Efaa was repeated twice and failed each time. Therefore, the cds was removed with the clip attached and the procedure was successfully completed with a new cds. Two clips were implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.